Event description:
Patient was revised due to loosening of the talar component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was no provided. A search of the complaint database did not reveal any other reports for the product code. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.